Event description:
Resectoscope sheath broke and left a piece in the pt's bladder. Surgeon recovered the piece using a grasper. Surgeon's dictation: as we removed the cystoscope and advanced the resectoscope into the bladder for one final look there was noted that the plastic end piece of the inner sheath of the resectoscope fractured in the pt's bladder. This fractured into two distinct pieces. We were unable to loop these out with the resectoscope and we subsequently had to remove them using alligator forceps and a rigid cystoscope. There was a fair amount of difficulty getting these out. However, we also were able to remove them without significant trauma. We examined the bladder thoroughly and there was no evidence of further retained pieces. We also examined the pieces, they were fully intact, and there was no evidence of further fragments missing from the instrument.